Event description:
It was reported that during a follow-up, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead remains implanted. Patient condition was good and will be monitored remotely.